Event description:
A customer reported obtaining falsely elevated troponin I results for nine pt samples that were reported to the physician. Two pts were admitted to the hosp as a result. Corrected results for these two pts were issued before any treatment was administered. Elevated results of this magnitude reported to a physician might lead to cardiac catheterization. There was no report of pt harm as a result of this event.